Event description:
Patient stated, she got a 2.0 and several dashes on the display screen of her infusion device along with a beeping noise. The power pack had been in use for at least 3 weeks. Patient was not aware of the recall and was educated on the recall. Patient was instructed to insert a new power pack and the device operated properly. No physiological effects were reported. The patient did not report assiatance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No proudct will be returned for eval.